Manufacturer narrative:
As reported, the doctor utilized a 5f mynxgrip vascular closure device (vcd) and upon delivery of the sealant, while withdrawing the non-cordis 5f sheath, the gray sealant delivery handle was back to the black handle. The sealant expanded and withdrew with the sheath, and the sealant delivery handle was over top of the white tamping tube. No patient injury was reported. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was stored in the cath lab in the box on a shelf and the storage temperature did not exceed twenty-five degrees celsius. There were no anomalies noted during prep. The mynxgrip was used in an attempt to close a 5f sheath in the femoral artery. This was a diagnostic coronary procedure and a retrograde approach was used. The deployer¿s mynx training status is trained and certified. A non-cordis short 11cm 5f sheath and unknown 5f diagnostic catheters were associated with the procedure. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick was at the mid-femoral head in between the inferior epigastric artery and the superficial femoral artery (sfa)/profunda bifurcation. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Proper steps were followed for mynxgrip deployment as described by the physician. All of the sealant stuck to the distal end of the shuttle. The physician stated he did not over tamp and the deployer shuttled down completely. After the experienced difficulty, the closure attempt was aborted and manual pressure was applied for ten to fifteen minutes to achieve hemostasis. The patient recovered after the mynx event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged to the black handle with stopcock open. The syringe was not connected to the device. The advancer tube was observed on the catheter shaft, near the balloon proximal tip. The sealant and procedure sheath were not returned with the device. The sealant sleeve was retracted close to the grey handle which indicated that the reported incident may have occurred during pullback. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The advancer tube was found not engaged to the proximal tamp lock as received. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1823601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not received stuck to any component. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the limited information available for review, handling factors (advancer tube was not engaged to the tamp lock as expected) may have contributed to the sealant stuck to the shuttle/sheath. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant backing out during shuttle/sheath retraction step. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ the returned device performed as intended per the mynxgrip IFU. Neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the doctor utilized a 5f mynxgrip vascular closure device (vcd) and upon delivery of the sealant, while withdrawing the non-cordis 5f sheath, the gray sealant delivery handle was back to the black handle. The sealant expanded and withdrew with the sheath, and the sealant delivery handle was over top of the white tamping tube. No patient injury was reported. The device was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was stored in the cath lab in the box on a shelf and the storage temperature did not exceed twenty-five degrees celsius. There were no anomalies noted during prep. The mynxgrip was used in an attempt to close a 5f sheath in the femoral artery. This was a diagnostic coronary procedure and a retrograde approach was used. The deployer¿s mynx training status is trained and certified. A non-cordis short 11cm 5f sheath and unknown 5f diagnostic catheters were associated with the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick was at the mid-femoral head in between the inferior epigastric artery and the superficial femoral artery (sfa)/profunda bifurcation. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Proper steps were followed for mynxgrip deployment as described by the physician. All of the sealant stuck to the distal end of the shuttle. The physician stated he did not over tamp and the deployer shuttled down completely. After the experienced difficulty, the closure attempt was aborted and manual pressure was applied for ten to fifteen minutes to achieve hemostasis. The patient recovered after the mynx event.